Event description:
A malfunction alarm was reported, indicated by malfunction code 9, and the customer did not have a charging pad available. The impact on the customer's blood glucose level was unknown due to the customer's decision not to disclose the information. Technical support provided the customer with instructions to reset the pump, which included sending an email with reset steps from the website as per the customer's request. The customer was advised to perform the reset and contact support again if the issue persisted.